Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-mar-2017, fse arrived at the site to address the reported event. Fse replaced the broken syringe assembly. Next, he verified correct operation of the device. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the large syringe assembly.

Event description:
On (B)(6) 2017, the customer reported that the syringe assembly for the g8 analyzer had broken apart. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.